Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was sepsis. The source of the sepsis was not reported. It was not reported whether the patient was hospitalized prior to death. Treatment was not reported. It was not reported if an autopsy was performed. It was not reported whether apd therapy was ongoing up to or at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.